Manufacturer narrative:
H6 impact codes.

Event description:
It was reported that the patient died. The 95% stenosed target lesion was located in the mildly tortuous and severely calcified mid right coronary artery. A 1.75mm rotalink burr and rotawire were selected for use. During the procedure, the device was advance in a set rotation speed of 165rpm. It was then noted that the burr became lodged in the calcium and got stuck. The physician attempted several techniques to dislodge the burr, and eventually, it was removed through the guide; both wire and the burr were removed together as one unit. A contrast was injected into the guide, where the perforation was observed. The patient developed arrhythmia. Resuscitation efforts were done but the patient eventually die.

Event description:
It was reported that the patient died. The 95% stenosed target lesion was located in the mildly tortuous and severely calcified mid right coronary artery. A 1.75 mm rotalink burr and rotawire were selected for use. During the procedure, the device was advance in a set rotation speed of 165 rpm. It was then noted that the burr became lodged in the calcium and got stuck. The physician attempted several techniques to dislodge the burr, and eventually, it was removed through the guide; both wire and the burr were removed together as one unit. A contrast was injected into the guide, where the perforation was observed. The patient developed arrhythmia. Resuscitation efforts were done but the patient eventually die.